Manufacturer narrative:
Sietz et al. "Failure of the hinge mechanism in total elbow arthroplasty." J shoulder elbow surg (2010). 19:368-375. No device or photos were received; therefore, the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6).

Event description:
It is reported in a journal article that two patients underwent elbow arthroplasty revisions following elbow arthroplasty. Metallosis was found within the pseudo-capsule during the procedure. No further information is available.